Event description:
It was reported that the insulin pump had a bad contact with the battery. The caller stated that the device sometimes switched off without warning. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent blank display and off no power due to corroded battery tube. Insulin pump received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.